Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using lyumjev insulin with the mobi pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. The customer would either clear the alarm or change the pump supplies to address the alarms and resume insulin therapy. On 2/19/26 the customer's blood glucose level was 600 mg/dl with ketones. The customer attempted to address the elevated bg with a correction injection via mdi. The customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged on the same day.